Manufacturer narrative:
Device data was reviewed. Retrograde flow into the liver was noted by the inferior vena cava (ivc) sensor during liver on boarding even though the hepatic artery pinch valve (pvha) was reportedly occluded. It was noted that pressures greater than 230 mmhg (max possible reading) were recorded with both pinch valves closed. Pressure that high can only be generated by external factors. Additionally, a service engineer (se) evaluated the device at the customer site. Upon physical inspection, it was found with manual testing that the pinch valve was able to freely move in and out of position without any intervention. Additional stress testing was performed on the pinch valve and it fully closed and opened as expected. The device passed all testing. Therefore, the cause of the unexpected pinch valve behavior could not be determined.

Event description:
It was reported that the liver was on board and the hepatic artery pinch valve (pvha) was 100% occluded with artery pressure of 37 mmhg. It was confirmed that that the pvha was occluding and there was no visible signs of debris or ingress. The portal reservoir remained 2/3 full even while the pvha showed as 100% occluded. The liver began to darken and congest. The clinical specialist (cs) guided the device user (du) through troubleshooting. Subsequently, they were able to achieve stable flows and near normal arterial pressure (approximately 60 mmhg). The liver proceeded to transplant.